Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.